Event description:
It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and fragile leaflets. A mitraclip ntw was implanted without issues. The mr was reduced to a grade of 1-2. On (B)(6) 2023, the patient returned to the hospital with shortness of breath. An echocardiogram was performed and revealed recurrent mr with a grade of 4. The previously implanted clip had detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (single leaflet device attachment/slda). On (B)(6) 2023, a secondary mitraclip procedure was performed to treat the recurrent mr with a grade of 4 and slda clip. To stabilize the slda clip, two mitraclips were implanted without issues. The mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the anterior leaflet per the physician is related to patient conditions (fragile leaflets). Mitral valve insufficiency/ regurgitation (mr) resulting in dyspnea appears to be due to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.